Manufacturer narrative:
Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported an intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). In a secondary surgical procedure, the iol was explanted due to patient complaints of not seeing well at night; it is unknown if the patient's daily activities were affected. The explanted iol was replaced with another johnson & johnson lens, different model and different diopter size lens, dib00 19.5 diopter. There was no incision enlargement, no procedure delay, no suture(s), and no vitrectomy however, it is unknown if medical attention was required or if medication was prescribed outside of standard care. Patient outcome post-lens exchange is unknown. No further information is available.